Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of surgery the navigation system became unresponsive when prepping for a case. Rebooting the system resolved the issue. There was no patient present at the time of the issue.